Event description:
Provider states the end user keeps standing on the footplate and keeps breaking the pins. Provider states he has advised the end user on several occasions not to do that but the end user continues to do so.